Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2012 beckman coulter warehouse in (B)(6) reported that they received a broken vial of bilirubin calibrator. It was reported that 1 ml of fluid leaked and the calibrator packaging was damp. No exposure or injury was reported. It was decided that an MDR should be filed because the reagent contains material of animal origin that may be potentially infectious, and upon recur, serious injury could occur.